Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was diagnosed with outflow graft stenosis on (B)(6) 2020. The patient received imaging on (B)(6) 2020 confirming the stenosis. It was additionally reported on (B)(6) 2021 that the patient did not experience any clinical symptoms due to the stenosis. Pump speed was adjusted to adequately unload the left ventricle and the patient's international normalized ratio (inr) goal was increased to the 3-3.5 range.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the submitted image confirmed obstruction of the outflow graft; however, a specific cause for the obstruction could not conclusively be determined through this investigation. The submitted image revealed a slight reduction of the outflow graft diameter at the end of the bend relief. The specific type of outflow graft obstruction could not be conclusively determined through this image. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) no product is available for investigation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.